Event description:
The patient contacted lfs on (B)(6) 2012 alleging inaccurate high readings on their one touch ultramini meter compared to the ER's meter on (B)(6) 2012. The patient had obtained a 79 mg/dl on the lfs meter and denied exhibiting any symptoms. The patient took their usual dosage of medication and less than 30 minutes later the patient obtained a 45 mg/dl on the hospital's device. The patient was treated with food and drink. The test strips were in good condition and not expired. The product was replaced. The complaint is being reported since the patient alleged that due to the high readings the patient had to seek medical attention and was treated with food/drink at the hospital for a result of 45 mg/dl on the hospital device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.